Event description:
The surgeon reported the lens was exchanged.

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, there was an unexpected outcome. Target was plano and the postoperative refraction is +4.5 d. The surgeon performed lasik to 'touch up' the patient's vision. The surgeon performed eye lid surgery following the implant. Additional information was requested.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. No malfunction can be determined. Root cause is unable to be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).